Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and it's components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported the pt had a short angulated aortic neck. A recent study demonstrated the aneurysm measured 7 x 7 cm and the stent graft appeared to have withdrawn inferiorly from the aortic neck with communication between the proximal aorta and the aneurysm lumen. The aneurysm is filled with thrombus. The right iliac artery distal to the stent graft is ectaic measuring 2 cm in diameter. The kidneys show normal renal cortical opacification. It was reported the pt was successfully treated wtih a 28 mm aneurx aortic cuff and also another manufactuer's cuff.